Event description:
A home patient's mother contacted baxter customer service. She alleged that some minicaps were very fragile and that they were breaking easily. She stated that she had detected this in several minicaps (quantity unknown) from her last delivery on unspecified dates. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The patient was contacted on (B)(6) 2012. He stated that only one sample was available. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Additional information: this is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA. Evaluation summary: this condition of damaged minicaps was confirmed. The root cause was a supplier manufacturing issue. One actual sample was received. The reported problem was confirmed through the sample evaluation. There was a fissure on the minicap.